Manufacturer narrative:
Testing of the subject monitor onsite by a spacelabs field service engineer (fse) confirmed the device was functioning as designed. The monitor passed all functional tests and generated both visual and audio alarms. Spacelabs is further evaluating the patient's retrospective data. The investigation is underway. No one has been injured as a result of this alleged malfunction. We will file a supplemental report when our investigation is concluded.

Event description:
Spacelabs received a report that a patient monitor, model 91393, failed to alarm for a run of 24 beats of vtach. The monitor did generate an audio alarm due to tn arterial pressure event.

Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed that the equipment worked to specifications. The testing was witnessed by a facility staff member. Patient retrospective data for the event in question was evaluated by a spacelabs software lead engineer. The ECG algorithm, which processes the ECG signal in the command module, detected noisy signals during this episode of ventricular tachycardia (vtach). A ¿noisy signal¿ state suspends ECG processing to prevent false alarms. The high frequency noise detector component of the ECG algorithm tracks large and small peaks in the ECG waveform and applies a tiered threshold to the two peak values to determine whether or not artifact is present. The very unusual extra notches present in the ECG complexes for this event (which are unusual for any patient and were not present in 40 other ECG complexes presented for this patient) were enough to cause the high frequency noise detector to interpret the ECG waveform as artifact, which resulted in failure to detect this vtach event. A review of similar complaints found no other reports with this type of failure to alarm on vtach. This supplemental report is considered final and the issue is closed.

Event description:
Spacelabs received a report that a patient monitor model 91393 with command module model 91496 failed to alarm for 24 beats of ventricular tachycardia (vtach) at 12:13 a.m. (B)(6) 2014.